Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was delivered to address bg; customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.